Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: persona all cemented poly patella 32 mm, item # 42540000032, lot # 62402287. Trabecular metal posterior stabilized monoblock tibial component: green, size 6 e-f, 10mm, item # 00588605610, lot # 61503119. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the location of the device unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-04644.

Event description:
It was reported following a knee arthroplasty, the patient was revised due to pain. All components were removed and replaced with competitor components. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.